Event description:
User facility states during an anterior cruciate ligament repair, the product sheared off and remains embedded in bone. User reported the detached portion is not retrievable. User stated event did not cause an injury. It is unknown how much of the product remains in the patient.